Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown taper adaptor, catalog number:157452 lot number:172540 brand name: m2a magnum head, unknown m2a magnum cup. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-02066, 0001825034-2019-02068. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to pain. During the surgery it was noted that the taper adaptor was cold welded to the stem resulting in revising the stem. Attempts have been made and additional information on the reported event is unavailable at this time.